Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt had tka and has been unhappy with the replacement for 18 months. She experienced pain, but has had no issues with range of movement. The femoral component was removed.